Event description:
Additional information received reported that the patient was not very satisfied with their device and wanted it removed. The patient had a new health care provider (hcp) and didn¿t want to go back to the hcp that originally inserted it. The patient was in need of an MRI of their spine and was told they could not have it due to their stimulator. The patient wanted information on how to set up the explant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that their device ¿doesn¿t work¿ and it was turned off at the time of report. It was noted that the patient would likely have their device removed in the near future. The patient started having troubles a year prior to report and their therapy only worked off and on since implant. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va053wy, implanted: (B)(6) 2013, product type: lead. (B)(4).